Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was in the 600 mg/dl range, which he treated via insulin pump therapy. The customer experienced back pain. The patient was in the hospital for pneumonia, but stated that he did not believe his medication would increase his blood glucose. During troubleshooting there were no anomalies noted on the set, reservoir, or insulin pump. The insulin pump passed the high pressure test. The insulin pump was not returned for analysis.